Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty fsr(gold). Motor passed motor test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 298 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.